Event description:
It was reported that the patient went to the emergency room (ER) with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached greater than 300 mg/dl while wearing the pod between 24 and 36 hours on the leg. The patient also reported that the pod was leaking. Symptoms reported included nausea, ketones in urine, diarrhea and vomiting. The patient was diagnosed with hyperglycemia. The patient was treated with two litres of lactated ringers and zofran. The patient left the ER on the same day, six hours later. The pod was discarded by the patient.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone18.3. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.